Manufacturer narrative:
Cmp-(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the sterile package was opened and the inner package had hole in plastic with white flaky material.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). This follow-up report is being submitted to relay additional information. Products have been returned to biomet UK ltd for evaluation and forwarded to the quality engineer for investigation. The DHR for the involved product has been reviewed and does not show any non-conformity, rejection or concession that could be related to the reported event. The inner pouch has been breached. The batch was manufactured in 2012 and it cannot be determine how many times the product has been transported and also how it was handled. No further complaints were found for this item batch combination.

Event description:
Inner package had hole in plastic.